Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 321 mg/dl and 135 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition that made analysis impossible; at the time the suspect device received, the vial was empty.